Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer reported the patient programmer would not power up. The caller replaced the batteries. The patient noted that she tried some other batteries that her brother in law had and they didn't work so she placed the original batteries back in. The patient stated she did not know how old the replacement batteries were. The patient noted the patient programmer had not been dropped or gotten wet. The patient stated she would go to the store and buy replacements and call back. The patient reported they did not have stimulation on (B)(6) and the patient programmer would not power up. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.